Manufacturer narrative:
The glass and metal caps were returned with the fiber. "Fiber blown" as reported was a descriptive interpretation by an (B)(6) customer. Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char on metal surface; the fiber exhibits scratch marks on outer flow tubing at the open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 59,172 joules of use and 7:36 minutes, 140 w, the tip appeared to disconnect from mirror and no aiming beam. The fiber was exchanged. Reportedly a second fiber was used and @ 215,763 joules of use and 27:41 minutes, the "fiber blown". "Large and difficult prostate with many stones". The procedure was completed with a third fiber. Patient outcome: there were "no adverse outcomes" reported. This report is for the first fiber used.